Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, lens removed/replaced in the initial procedure. If explanted, give date: not applicable, lens removed/replaced in the initial procedure. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed no viscoelastic residue was observed inside the cartridge and only a trace in the tip. Observation also showed the lens was stuck inside at the cartridge tube and the pushrod was observed bent. No damage or assembly errors in the device assembly were observed. The complaint reported was confirmed. The lens delivery was broken. Based on how the lens was stuck (stuck to the wall) and the pushrod was bent, meaning that resistance occurred requiring extra force due to the lack of viscoelastic device in the delivery system. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 14.0 diopter intraocular lens (iol) was stuck in the cartridge and was partially delivered into the patient's eye. There was no patient injury and the lens was not fully implanted. A back up lens was used with no issues. No additional information was provided.